Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead implant procedure the helix did not operate as expected and was not able to be fixed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.